Event description:
It was reported that during the prophylactic removal of the right ventricular (rv) lead the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and analyzed. No anomalies were found. However, all conductors were stretched and the proximal conductor had blood/body fluid (not obstructed). The inner insulation was kinked/buckled and the outer insulation had a cosmetic depression. The lead was stretched and visual analysis revealed apparent explant damage.